Event description:
It was reported that during insertion of an unknown iol into the eye, the tip of the inserter split apart during the push on the plunger. The iol unfolded and spread into the corneal incision. The iol had to be removed, folded again and reinserted with a new inserter tip. The iol was not damaged and could be folded again. It was necessary to put a stitch as the corneal incision was damaged during the first insertion. Additional information has been requested but no new information has been received.

Manufacturer narrative:
The investigation is underway. Additional information has been requested but no new information has been received.